Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The customer`s report could be confirmed: the customer has tried three times to perform the treatment. The first and second treatments was aborted by the user. After several times, a message appeared and treatment was stopped. For the first and second treatments, shots were already fired. The third treatment was performed successfully without interruption. During technical onsite visit, the field service engineer (fse) reviewed patient images of the reported eye tracker issue and confirmed with apps. The fse stated that the issue occurred possibly due to a small pupil and dark iris of patient. The fse tested the eye tracker. The system meets company specifications per service installation record. No technical root cause was identified as the product was found to be within specifications. The root cause could be a small pupil and dark iris of the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during corneal flap creation on a patient's right eye, a small amount of gas entered the anterior chamber causing a few small anterior chamber bubbles. The patient was returned to an exam room for 20-25 minutes to allow bubbles to reabsorb. The patient was brought back to the operating room and positioned under the excimer laser. The eye tracker was able to recognize and lock on to the pupil. When treatment was attempted, tracking was lost and laser would not fire. After several attempts to get the pupil to track, the surgeon and laser technician aborted the treatment in order to attempt to re-rack the pupil from the beginning of the treatment. The same situation happened again a second time so the surgical team again aborted and restarted the treatment. This time the iris registration was turned off. On the third attempt, the pupil was successfully tracked and the treatment was completed on this eye without any further issues.